Event description:
It was reported the atrial lead was extracted (discarded) and replaced during an elective device replacement procedure; lead was not providing capture. The lead was actively implanted for approximately 3 years, 2 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it was discarded. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available